Event description:
It was reported by service report that the pivot fowler lift was twisting causing the cylinder to have difficulty releasing. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Pivot fowler lift.